Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient called the clinic due to a thumping sensation. The clinician noted upon further review, the right atrial (ra) lead position check failed. It was noted the there was undersensing in the atrium with ventricular sense markers. The threshold had increased prior to the position check failure and ra lead dislodgement was suspected. The ra lead remains in use at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead had dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.